Event description:
The customer reported that the 840 vent failed oxygen sensor calibration. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) found that the (o2) sensor was cracked. The cse verified the malfunction and replaced the oxygen sensor. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).